Event description:
It was reported that the pt's lead was revised because the lead was originally placed too high. During the lead revision, the physician decided to replace the lead rather than reposition the existing lead due to the presence of scar tissue. It was reported that the physician experienced some difficulty removing the terminal end of the lead from the ipg header. After the new lead was implanted, the physician experienced difficulty tightening one of the ipg set screws. The ipg was explanted and replaced with a new ipg. The explanted ipg was returned for analysis.

Manufacturer narrative:
The ipg was visually examined and functionally tested. The device history and sterilization records were reviewed. Results: as returned, both septums that cover the set screws were missing from the ipg header. The lower set screw of the ipg was found to be inverted in the header block connector. The set screw was restored to the correct position for testing. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans refers to the pt's physician regarding medical history.